Event description:
A hospital in (B)(6) reported that water leaked from two mr250 manual feed humidification chambers when they were used on a high frequency ventilator. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that water leaked from two mr250 humidification chambers when they were used on a high frequency ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr250 manual feed humidification chambers were not returned to fisher & paykel healthcare for evaluation. We have made several attempts to obtain further information regarding the reported incident. However we did not receive any further information. Without the return of the complaint devices we are unable to determine the cause of the problem reported by the customer. All chambers are pressure tested and visually inspected prior to leaving the production facility . Any chambers that fail are rejected. The user instructions that accompany the mr250 manual feed humidification chambers state the following: "in the event of the chamber leaking, switch the humidifier off and replace the chamber." "Ensure that the water level in the chamber is periodically monitored. Refill when necessary."

Manufacturer narrative:
(B)(4). We are currently in the process of gathering further information regarding the reported incident. We will provide a follow up report upon completion of our investigation.